Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent communication loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet pump, occurring during sensor warm-up, with the sensor later reconnecting and glucose readings resuming; the issue involved signal loss to the ilet only and no alerts or alarms were reported. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communication issue between the ilet and the sensor consistent with intermittent bluetooth pairing or configuration, with the pump appearing functional as evidenced by continued readings in the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was transient connectivity-related factors.